Manufacturer narrative:
The device history record (DHR) confirmed that the ilet met all manufacturing specifications prior to distribution. Device log analysis showed that the ilet operated as intended. Alerts for low glucose, urgent low soon, and urgent low glucose were triggered and acknowledged appropriately. Insulin delivery was adjusted in response to cgm trends, including automatic suspension when necessary. User-related factors such as delayed response to alarms, lack of carbohydrate intake, and limited engagement during overnight hours may have contributed to the severity of the event. However, based on available data, the ilet functioned as designed, and the cause of the event is indeterminate.

Event description:
On (B)(6) 2025, it was reported that the user experienced low blood glucose (bg) of 46mg/dl and subsequently lost consciousness. Emergency medical services (ems) were called by the user's spouse. Ems administered glucose tabs and provided food. The user was not hospitalized and declined to provide further details during the call. The ilet reportedly issued an alert for the low bg. No long-term health effects were reported.